Event description:
It was reported that a tibial nail removal took place on (B)(6) 2013. The patient had a tibial nail implanted at an unknown hospital by an unknown surgeon in 2010. The patient wanted implants removed. No further details of the event were given. This report is for an unknown end cap. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant on an unknown date in 2010. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.